Manufacturer narrative:
The returned device was evaluated and the investigation found a leak in the soft cannula and the exposed portion of soft cannula was streched . Fluid was observe exiting a tear in the soft cannula rather than the tip. It could not be determined how or when the cannula was damaged. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin.lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 269 mg/dl. As treatment the patient applied anew pod and performed a correction.